Event description:
Caller reported a melted cartridge around the o-ring, though there was no damage to the pump, which had not been exposed to extreme temperatures nor felt hot. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by changing the cartridge, and no further assistance was required as there was no temperature alarm in the pump history.